Event description:
Healthcare professional later reported left side "capsular contracture" baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma, necrosis and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma, necrosis and capsular contracture baker grade unknown.

Event description:
Patient reported left side "had a breast augmentation done that resulted in loss of a lot of tissue" and "seroma." Healthcare professional later reported "capsular contracture" baker grade unknown. Device has been explanted.